Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The ict serum calibrator and the ict sample diluent package insert and architect system operations manual provide adequate information regarding how to obtain accurate and reproducible results. A complaint search was performed and this was the only result related complaint found. A review of trending for list number 1e46 over the last 12 months indicated no adverse or non-statistical trends associated with this complaint issue. The customer questioned results from patient 1 and patient 2 with high potassium results. Patient 1 sample was tested on three c16000's in the laboratory with the same result obtained on each. Patient 1 was redrawn later that day and the potassium result was normal. Patient 2 also had a high potassium result on the cobas and on the architect. The customer stated that the architect analyzer also generated falsely decreased chloride results on patient 2. The customer concluded that a specimen labeling error occurred since results were reproducible on both the c16000 and the cobas instruments. Based on the data available and the results of this investigation no product deficiency/ malfunction was identified with ict serum calibrator list number 01e46-02. The falsely increased creatinine issue is being reported under MDR number 1628664-2013-00174 with a different suspect device.

Event description:
The customer stated that the architect analyzer generated falsely decreased chloride and falsely increased creatinine results on a patient on (B)(6) 2013. The patient came from (B)(6) hospital for a nephrology consultation. The original assessment from (B)(6) hospital gave the following results: urea: 48.2 mmol/l, proteins: 53 g/l, na: 116 mmol/l, k+: 9.3 mmol/l, chlorine: 76 mmol/l, co2:17 mmol/l, creatinine: 1992 ?mol/l and ldh: 180 iu/l. The same sample was run on the architect analyzer and generated similar results at this facility. The patient was then transferred by emergency service to laval for dialysis. Upon arrival, the laval laboratory obtained a new sample from the patient and generated the following results on the cobas 6000: urea: 23.3 mmol/l, proteins: 75 g/l, na: 130 mmol/l, k+: 5.2 mmol/l, chlorine: 90 mmol/l, co2: 21.7 mmol/l, creatinine: 398 ?mol/l and ldh: 268 iu/l. There was no reported impact to patient management as dialysis was not performed. Additional patient information was not provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.